Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac monitor transmissions revealed episodes of undersensing. Programming changes were recommended, but no intervention was reported. The patient's condition was stable throughout the event.